Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reporting 1 discordant sofia sars result. Patient was asymptomatic (off label use, at the time of testing) and initially tested sars positive then on second test was sars negative. Customer communicated a pcr result was negative prior to the initial positive sars result but timeframe of pcr testing is unknown.